Event description:
It was reported that five days post implant the patient presented to the emergency department with arm swelling, pain, and tightness in the left arm at the intravenous (IV) site. Thrombophlebitis was diagnosed. The patient was treated medically and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.